Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was attributed to the failure of the ccd unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the failure of the ccd unit, which might be caused by the material deterioration of the ccd sensor due to ultraviolet rays. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) found that the endoscopic image of the subject device was not displayed on the monitor during the incoming inspection of the subject device for repair. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.